Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. It was noted that the patient experienced shocking/jolting a week prior to report that was not prompted by falls or trauma. The caller noted that it appeared contacts 4 and 7 were ¿out¿ and were greater than 10k ohms. The caller noted that they would program around. The caller was with the patient and needed to get off the phone so more detailed information could be gathered. The manufacturer representative noted that they were notified on the date of report. It was later reported that the patient had two electrodes that were ¿out¿ on the 0-7 lead. The manufacturer representative noted that they were ¿primarily¿ using the 8-15 lead and the patient had good coverage. It was noted by the manufacturer representative that the patient fell out of a chair and wondered if that was the cause of the lead fracture.